Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal tip of an s90 electrode broke off into the pt's joint space. All of the fragment was retrieved, and the repair was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a root cause failure analysis. When all is completed, a follow-up report reflecting our findings will be filed.